Event description:
It was reported that during a procedure to treat an eccentric lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 90% stenosis. A 3.5x12mm xience alpine stent delivery system (sds) was advanced and failed to cross due to the lesion. There was no interaction of devices. The sds was removed; however, resistance was met with the anatomy. When the sds was removed it was noticed that proximal stent struts were flared. Another sds was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.